Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a malfunction. Follow-up attempts to acquire additional information were unsuccessful. The status of the device is unknown. No patient complications have been reported as a result of this event.